Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that a bipolar loop was used in urological surgery. This device broke inside the patients bladder. The foreign object had to be removed from the body using biopsy forceps. Additional patient information is not available.

Manufacturer narrative:
This correction MDR is to correct section h10 in the initial report. The product was not being returned for analysis. Therefore no evaluation was perfromed on this device. The event is filed under internal karl storz complaint ID: (B)(4).